Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual review of the shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners [item 00875305001, lot 64670624] lot identification is confirmed. Fiber metal spherical surface shows no damage to the fiber metal. Inner spherical surface shows (12) anti rotation cut outs. Nicks and scratches were noted to the inner spherical surface and rim face. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00875200932, lot: 64671659. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00558.

Event description:
It was reported that the cup and liner would not mate. Attempts have been made and no further information has been provided.